Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that batteries went out on remote last night and a month ago. Thought it was on 2 batteries went out and now on 1 patient changed remote batteries. This went out night last night and a month ago. Patient stated he has leukemia, getting fluid leakage out of bowels which started back in (B)(6) 2016 and that was reason for implant being placed. Patient stated he was still having these symptoms recently and wondering if program number was ok. Patient stated not seeing a lot of improvement and not working as good lately. Patient stated numbers were at 3 and now at 7v. Patient stated he works at jail and goes through metal detectors. Patient asked whether number would change after walking through detectors. Patient mentioned he works at a jail and the numbers started running up last couple months. Patient stated never felt stim and healthcare provider (hcp) told him he wouldn't. Patient stated he did feel but after day went away. Last easter was diagnosed and did high dose chemo and such, not helping recently, month ago patient stated. The patient indicators for use were fecal incontinence and gastrointestinal/ pelvic floor. The patient indicators for use were fecal incontinence and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.